Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a leak in the balloon component. The existing aus was explanted and replaced with a new aus consisting of two 4.5 cm cuffs, a pump, and a balloon. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.